Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted other gynecology surgical procedure, user informed the technical support engineer (tse) that they encountered recurring errors on arm 3 that had been previously reported. Tse reviewed the system logs and identified multiple errors associated with the arm 3. The user confirmed that they disabled arm 3 and were using the system using the remaining 3 arms without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto an in-house patient fixture test platform (pftp) where the unit the fiber test on the clock spring, replicating the reported event. A gold clock spring fiber was installed and the usm passed the required test, verifying that the clock spring fiber to be the source of the fault. As a result of this investigation, failure analysis has concluded that the clock spring fiber was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.